Event description:
A surgeon reported a system message was received in the middle of a surgical procedure. A leaky cassette was also reported. The system was unable to be used to complete the procedure. No add'l details were given. The surgeon is not willing to provide an further details about the event.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The fluidics module was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).